Manufacturer narrative:
Corrected data: g3 - date received by manufacturer section should have been 22feb2026 instead of 24feb2026. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that therapy was confirmed post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.